Event description:
Device/procedure outcome: original device used, procedure completed patient outcome: f11: minor injury/ illness / impairment event description: per cnf, it was reported that: - event: guidewire stuck -] when did it occur? After performing pfa on 4 pv, when creating a post-map and attempting additional pfa on roof: - what type of guidewire was used? Starter -] if the guidewire was a bsc device, what was the lot or j-pos number? Lot unknown - was a new guidewire used to continue the procedure or was the same guidewire used? Same guide wire - was the guidewire able to be removed normally? Yes - was there any resistance during manipulation of the guidewire? Yes - was the guidewire moved in and out of the catheter several times? Yes - how many acts at the time of the stuck of blood clotting time? Unknown - please provide details on how this occurred; after performing pfa on 4 pv, when creating a post-map and attempting additional pfa on the roof, resistance was felt as if the wire was stuck. Physician's comment: there may have been tissue involvement. Perhaps when the wire was inserted or withdrawn while the sheath was touching the septum? No health injury have arisen, and the patient remains stable post-operatively, so no additional procedures are necessary. It doesn't give the impression that using fara should be hesitated over. Infected: no infection name: diagnosis or treatment: resolution: original device used where did event occur: inside the patient patient outcome: patient injury first time the unit was used: yes tested prior to use: yes used before expiry date: yes generator used ablation[?] Catheter used other used event date: 2025-9-4. As reported device codes: 1457: entrapment of device or device component as reported patient codes: 9278: tissue damage.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Awaiting device return.

Event description:
Device/procedure outcome: original device used, procedure completed. Patient outcome: f11: minor injury/ illness / impairment. Event description: per cnf, it was reported that: event: guidewire stuck, when did it occur? After performing pfa on 4 pv, when creating a post-map and attempting additional pfa on roof: what type of guidewire was used? Starter, if the guidewire was a bsc device, what was the lot or j-pos number? Lot unknown, was a new guidewire used to continue the procedure or was the same guidewire used? Same guidewire, was the guidewire able to be removed normally? Yes, was there any resistance during manipulation of the guidewire? Yes, was the guidewire moved in and out of the catheter several times? Yes, how many acts at the time of the stuck of blood clotting time? Unknown, - please provide details on how this occurred; after performing pfa on 4 pv, when creating a post-map and attempting additional pfa on the roof, resistance was felt as if the wire was stuck. Physician's comment: there may have been tissue involvement. Perhaps when the wire was inserted or withdrawn while the sheath was touching the septum? No health injury have arisen, and the patient remains stable post-operatively, so no additional procedures are necessary. It doesn't give the impression that using fara should be hesitated over. Infected: no, infection name: diagnosis or treatment: resolution: original device used. Where did event occur: inside the patient. Patient outcome: patient injury. First time the unit was used: yes. Tested prior to use: yes. Used before. Expiry date: yes. Generator used. Ablation[?], catheter used other used. Event date: (B)(6) 2025. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9278: tissue damage.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. No device was returned for analysis. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.